Event description:
Unexpected return with set from another file. No info received with the set. The spin collar lock was received separated from the male luer. Nurse stated she had no details on the returned primary set. There was no pt harm or medical intervention reported. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.